Event description:
It was reported that a catheter issue occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified iliac artery. An opticross 18 imaging catheter was selected for use in the ultrasound examination. During the procedure, image loss occurred and the image became unclear due to a dark screen. It was also noted that air had not been removed during flushing in the preparation phase. The procedure was completed with another of the same device. There were no patient complications.